Event description:
It was reported the device shuts off after less than a minute. The device is being returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator froze up and then turned off after two minutes or less. It was further reported that it also froze up when the rate and ma knobs were changed. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the display was out of specification with segments missing, the upper case was broken and lower case was contaminated, the ring cover, two side bail covers, ring, two side bails, ring cover screw, and three case screws were missing, the battery release, lead flex cover, battery drawer, battery flex and heart lead flex were contaminated, the keyboard pad was cosmetically damaged, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.